Manufacturer narrative:
One picture of a used sample was provided for evaluation. The investigation found that it could be observed in the photo that the tube was detached from the valve confirming the complaint. The investigation noted that it was not possible to determine if the reported issue was related to the manufacture as it was not possible to measure solvent. One possible, but unconfirmed, problem source was listed as the tubing becoming separated due to improper handling; the tubing being moved around too much creating delamination.

Event description:
Information was received indicating that a pump with a smiths medical, cadd administration set, tubing became disconnected while the end user was sleeping. It was reported the bed was full of the drug that should have been given over 24 hours.no adverse patient effects were reported.